Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing and suspected loss of capture. Device data was sent to rhythmcare for review. Data review identified that high threshold and variable and low r-wave amplitudes. Rhythmcare then stated that lead integrity and position should be evaluated further to ensure therapy will remain effective. Further troubleshooting steps were then provided. This lead remains in service. No adverse patient effects were reported.